Event description:
Boston scientific received information that this communicator was not working and power anomaly was observed. The patient tried another outlet but still got the same issue. Boston scientific technical services (ts) performed troubleshooting but it was unsuccessful. Also, ts advised the patient to contact the clinic for communicator replacement. This product is out of service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator was performed. A defective melted returned power brick was found. The green light emitting diode was not lit on the power brick cord. With a replacement power brick, the communicator passed all baseline tests. The allegation against the communicator was confirmed.